Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/24/2025, the patient reported a discrepancy between blood gluocose (bg) reading and ilet readings, with the bg reading showing 218 mg/dl while the ilet displayed 390 mg/dl. The patient calibrated using a fingerstick, and bg was corrected with insulin. The patient reported no symptoms, no outside assistance, and no medical intervention was required.